Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that part of reservoir compartment was chipped off. The customer's blood glucose value was unknown. The customer reported crack on reservoir cap, dimmer backlight and scratches on screen. The insulin pump had unexplained no delivery alarm and other alarms besides low battery and low reservoir alarm are present in alarm history. The insulin pump will not be returned for analysis.